Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the personal therapy manager (ptm) displayed the code 8286, indicating an empty reservoir. It was unknown if the patient was due for a refill and it was unknown if the patient missed a refill. The reporter noted the doctor's office told them the patient wasn't due for a refill. The patient was currently an in-patient at a hospital for pneumonia. It was noted the patient was in pain. The patient was to follow-up with the healthcare provider (hcp). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.